Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Twenty-seven sealed devices were available for evaluation. Visual inspection noted eight sutures and sixteen attached needles. The visual inspection of the other opened sample noted ten sutures and twenty attached needles. The number of sutures stated on the device packaging is eight. It was reported that there was an incorrect needle quantity. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, the user had 4.5 boxes of sutures that were unusable. The devices supposed to come in packs of 6 but all the ones from the lot had the wrong quantities inside the packs. The user did not use any more of the affected lot and re-ordered new items to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.